Manufacturer narrative:
The user started receiving glucose suspend alert on (B)(6) 2025, day 3 after insertion.a return material authorization (RMA) was issued for the return of both sensor and transmitter for further investigation.however,only sensor was returned for investigation.the sensor was returned and tested in-house,sensor showed no issues with chemical performance.a review of the raw sensor data showed that glucose was occasionally blinded for all sensing areas due to poor asic communication/ data quality, triggering the glucose suspend alert.as part of the resolution, a sensor replacement was offered to the user. B4. Date of this report 08 june 2025. G3. Date received by the manufacturer? 08 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 120. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 11, 2025, senseonics was made aware of an incident where user received glucose suspend alert which lead to early sensor removal.